Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed this is the only material rupture complaint associated with this lot. A review of the device history record (DHR) indicated the lot was manufactured to specification prior to the distribution of the product. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The hcp predilated the target lesion and prepared the lutonix dcb based on the recommendations established in the IFU. The lutonix dcb was used to successfully treat the target lesion, but was inflated for a second time when the material rupture occurred. A definitive root cause could not be determined based on the information provided. It is unknown if the patient and/or procedural issues contributed to the reported event. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at 10 atmospheres after the second inflation, during the treatment of the target lesion in the superficial femoral artery (sfa). The health care professional (hcp) gained patient access through the left common femoral artery with a 5 french cook ansel introducer sheath over an 018 guidewire (brand unknown). The hcp predilated the target lesion and prepared the lutonix dcb based on the recommendations established in the IFU. After the second inflation when the material rupture occurred, the hcp noted the lutonix dcb was difficult to retract through the introducer sheath. Reportedly, the hcp successfully removed the entire lutonix dcb. The hcp used another balloon to successfully complete the procedure. The lutonix dcb was discarded by the user facility and is not available for evaluation. No adverse patient outcomes were reported.